Manufacturer narrative:
Additional narrative: product investigation evaluation: one 2.0mm drill bit (part 323.062, lot 92023478, mfg oct 2014) was returned with the complaint that ¿during surgery on (B)(6) 2015 the drill bit broke and a piece was retained. Sales consultant stated that the resident was drilling and instead of drilling straight down, he tilted the drill creating a pressure point under which the drill bit broke.¿ the returned drill bit is broken with the distal portion not returned; the returned section measured at 91.15mm. The drawing calls out a length of 140mm; this complaint is confirmed. This device is routinely used with variable angle locking compression plate (va-lcp) plating and is intended for fixation of fractures of the distal humerus, olecranon, and ulna in adults and adolescents in which the growth plates have fused. The drawing for this device was reviewed and the design, material, and finishing process were found to be adequate for the intended use of this device. The root cause of this complaint is user error from drilling off axis; it is also not noted whether or not a drill guide was being utilized during this procedure. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015 the drill bit broke and a piece was retained. Additional x-rays were performed to confirm fragments. The procedure was completed successfully with no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.